Event description:
The technician alleged the bed exit could not be heard outside of the patient's room. No patient impact.

Manufacturer narrative:
The technician replaced the external buzzer to resolve the issue.